Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: missing component the analysis results confirmed that the device was received in good visual condition and without the tip protector. One device was tested for functionality. When tested for functionality the device fired and formed the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Event described was confirmed as the tip protector was missing from the returned devices. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported by the customer that the device was received without the red protective guard at the tip. There was no procedure or patient involvement.